Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in clinic, episodes of nonsustained right ventricular oversensing were observed due to intermittent capture in both chambers. The patient felt a diaphragmatic stimulation. The inconsistency of capture was a possible result from the medication administered to the patient. Programming changes were made. The patient will be followed remotely. No further information is available.